Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 190-000 j that has a similar product distributed in the us, list number 190-000.

Event description:
The customer reported a false negative result with the ID now covid 19 test performed on (B)(6) 2022. The same day repeat testing was performed on a second test with the same sample cartridge (off-label) which had a positive result. The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The supplemental report is being submitted to provide the investigation conclusion. Please see updates: b4, g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m173696 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m173696 and test base part number 190-430 / lot m173696. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m173696 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however a possible assignable root cause is sample interference. Substances in the sample itself may have interfered with the reaction.